Event description:
It was further reporting that the procedure performed was an elective endovascular transluminal repair of the right common iliac artery via the left transbrachial approach with the aid of femoral access. The surgery consisted of crossing the occluded segment of the right common iliac artery with a guidewire into the right common femoral artery followed by sequential balloon dilatation of the occluded segment and sequential stenting. The operation was successful based on the appearance of the end procedure angiography, which showed excellent optic result without dissection or extravasation. The postoperative course, however was marked by hypotension and bradycardia, which only marginally responded to fluid challenges. A dopamine drip increased the blood pressure, but the heart rate increased and eventually bouts of supraventricular tachycardia were noted, so the dopamine drip was decreased. The pt's mental status began to deteriorate and the oxygen saturation was dropping, so the pt was reintubated about 6-7 hours after the surgery. Blood tests showed very high levels of cardiac enzymes indicating acute myocardial infarction. The pt was also noted to be anemic, so blood transfusions were initiated. The blod count rose, but the mental status remained comatose. Despite massive doses of vasopressive agents, the blood pressure could not be maintained. An eeg was performed and the pt was diagnosed with brain death. Further resuscitative efforts were discontinued and the pt was pronounced deceased in the afternoon. Three overlapping sentinol stents 8/60, 9/40 and 9/60, and one express stent 9/56 were used, rather than six stents as originally reported.

Event description:
Same as MFR# 6000093-2004-00605, 6000093-2004-00606, 6000093-2004-00607, 6000089-2004-00736, 6000136-2004-00001, 6000089-2004-00738. It was reported that 6 stents were successfully implanted. The pt was under general anesthesia during the procedure. The implant was unusually long (several hours); however, no complications were observed. Following the procedure the access sites were checked and found to be free of hematomas. Several hours after the procedure the pt complained of back pain. Examination by the physician determined that the pt was hypotensive and bleeding internally. The physician detrermined that the pt was too sick to undergo surgery at that time. The pt was given 5 pints of blood and fluids. The morning following the procedure the pt was pronounced brain dead. Preliminary autopsy results revealed blood in the pt's abdomen. There were no allegations that the devices used during the procedure contributed to the pt's death. Add'l info has been requested regarding this event.